Manufacturer narrative:
UDI - not yet required for this product code. The actual device was returned to the manufacturing facility for evaluation. The returned sample was connected with a non-terumo extension tube and the ruptured catheter was separated at approximately 0.7mm apart from its hub. Microscopic inspection of the sections of the ruptured catheter revealed that the ruptured shape appeared to be similar to that of a needle-stick through the catheter. Furthermore both the catheter and catheter hub revealed evidence of extra applied stress. A review of the manufacturer inspection records for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation it is likely the cause of the reported event is due to re-insertion of a withdrawn needle. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not attempt to re-insert a partially or a completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a catheter split using the sr-sfa2225 device. Follow up communication with the user facility reported: a nurse had used the reported device on (B)(6) 2016, and the catheter tear was found the next day, (B)(6) 2016; it was reported that the segment of the catheter remained inside the patient and the patient was later taken to surgery for removal and required incision of the vessel; it was reported that the surgery was successful and the segment was safely removed from the patient; and the current condition of the patient was reported to be fine.